Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the surgery, when the surgeon tried to insert a screw, it was detached from the reported holding sleeve. The surgeon tried to attach the screw to the holding sleeve again, however was unable to. The surgeon then attempted to attach another screw to the sleeve as the surgeon thought the screw itself was broken, however that attempt also did not work. Eventually, the surgeon found that the thread portion of the holding sleeve was broken. The fragment was only found in the thread portion of the screw. The surgeon confirmed that nothing was remaining inside the body. The surgeon used another sleeve and completed the procedure without delay. No adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: a threaded holding sleeve was returned with a broken tip. The fragment was retained by the screw head. Relius has completed the investigation. The product was manufactured for synthes by magnum manufacturing, which is no longer in business and the magnum device history records are not available for review. There are no parts in relius or inventory at this time resulting in no containment actions performed. The measurable affected features (some were missing due to feature damage) on the one part returned were inspected and found to be within print specifications. No manufacturing related issue was identified and/or confirmed. Product investigation summary: during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.